Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a patient notifier. High, out of range hv lead impedance was observed on the svc to can vector. It was suspected that encapsulation of the device was the cause. Since the other vectors were in range, no changes were made. Pacing and sensing function of the lead was normal.